Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a cloudy display issue. Moisture was noted behind the display after the patient went swimming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/09/2013 with the following findings: there was visible moisture found behind the display lens. The pump was powered on and the display screen was found to be blank due to moisture in the pump. A leak test was performed and revealed a crack in the pump case. The pump case was opened and moisture was found throughout the inside of the case.